Event description:
It was reported that patient presented in clinic for follow-up. It was noted that right ventricular lead exhibited oversensing noise, high capture threshold, r-wave amplitude variation. An echo was performed and perforation was suspected. The lead was repositioned. The patient was stable.